Manufacturer narrative:
Service will be performed by hospital employee or contractor. A ge healthcare service representative recommended the carrier com express board to be replaced to resolve the issue. Block a: no report of patient involvement. Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in inability to power up and subsequent loss of mechanical ventilation. There was no patient involvement.